Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693335 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that during the device upgrade procedure, upon opening the pocket, the physician discovered insulation damage at the distal end of the yoke on the right ventricular lead which was implanted in the apex. The right ventricular lead that was placed in the superior vena cava (svc) appeared to be pulled back and possibly not in the svc. Both leads were capped and replaced with a dual coil lead. No patient complications have been reported as a result of this event.